Event description:
Per the clinic, the patient sustained a head trauma and abutment damage. On (B)(6) 2014 the patient was administered general anesthesia to facilitate abutment exchange. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.